Manufacturer narrative:
Citation: li-mei lin,1 geoffrey p colby,2 bowen jiang et. Al intra-dic (distal intracranial catheter) deployment of the pipeline embolization device: a novel rescue strategy for failed device e xpansion. J neurointervent surg 2015;0:1¿7. Doi:10.1136/neurintsurg-2015-011771 1 the pipeline device will not be returned for investigation as it was implanted in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. Additional information was requested, however, no further information was provided by the author of the article. Mdrs related to this event: 2029214-2017-00234 2029214-2017-00235 2029214-2017-00236 2029214-2017-00237 2029214-2017-00238 2029214-2017-00239 2029214-2017-00240 2029214-2017-00241 2029214-2017-00242 2029214-2017-00243 2029214-2017-00244.

Event description:
Medtronic received information during literature review that the middle segment of pipeline embolization device (ped) was not fully open. The patient underwent embolization procedure of12mm saccular cavernous aneurysm. It was reported that pipeline was failed to open and resulted in an incompletely expanded and stretched the device. Balloon was used to fully open the pipeline. No patient complications were reported. Intra-dic (distal intracranial catheter) deployment of the pipeline embolization device: a novel rescue strategy for failed device e xpansion. Li-mei lin,1 geoffrey p colby,2 bowen jiang et. Al reference pe: 0701710034 0701710035 0701710109 0701710110 0701710111 0701710112 0701710113 0701710114 0701710115 0701710117 0701710119.